Event description:
It was reported that the monitor on the stenoscope system would not turn on prior to a case. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.